Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: near the uterus') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cramp in lower abdomen. Previously administered products included for an unreported indication: sprintec. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urinary tract infection ("uti") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, abdominal pain, urinary tract infection and visual impairment outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, pelvic pain, urinary tract infection and visual impairment to be related to essure. The reporter commented: she received treatment for: uti. Discrepancy noted for insertion date : (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.essure coils are appropriate positioned with occlusion of both fallopian tubes. Lot number: 664440 manufacturing date: 2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received event "migration of essure device location of device: near the uterus" was updated. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urinary tract infection ("uti") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, urinary tract infection and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain, urinary tract infection and visual impairment to be related to essure. The reporter commented: she received treatment for: uti. Discrepancy noted for insertion date: (B)(6) 2009, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Essure coils are appropriate positioned with occlusion of both fallopian tubes. Most recent follow-up information incorporated above includes: on 14-dec-2020: pfs received lot number was added. Event "migration of essure device" was added. Reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 664440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urinary tract infection ("uti") and visual impairment ("vision problems"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, urinary tract infection and visual impairment outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain, urinary tract infection and visual impairment to be related to essure. The reporter commented: she received treatment for: uti. Discrepancy noted for insertion date : (B)(6) 2009, 0(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure coils are appropriate positioned with occlusion of both fallopian tubes. Lot number: 664440; manufacturing date: 2009-08; expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.